Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they visited the doctor due to low blood glucose level. The reported blood glucose levels were 40 mg/dl at the time of the incident, 309 mg/dl, 60 mg/dl, high 50¿s mg/dl, up to 400 mg/dl, 300 mg/dl, 370 mg/dl, 280 mg/dl, 145 mg/dl- 155 mg/dl, 307 mg/dl, 100 mg/dl, 171 mg/dl, 200¿s mg/dl, 307 mg/dl, 317 mg/dl, 90 mg/dl, 84 mg/dl, 87 mg/dl, 80 mg/dl, 40 mg/dl- 60 mg/dl, 102 mg/dl, 77 mg/dl, high 70 mg/dl ¿ low 80 mg/dl, 90 mg/dl, 100 mg/dl, 84 mg/dl, 150 mg/dl, 198 mg/dl, 74 mg/dl, 100 mg/dl, 171 mg/dl. The customer was treated with food and carbohydrates and emergency juice. The customer¿s mother was alleging the insulin pump for over delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test.